Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the presence of device thrombosis. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft conduit was not returned. The outflow elbow was returned attached to its respective pump port. The pump end bend relief showed cuts that appeared to have been made by a sharp tool during explant. The bend relief collar was also returned with the pump. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed soft, thrombus formations within the inlet tube, knitted graft, and inlet elbow. Examination of the rotor body revealed a soft deposition of coagulated blood. No contact marks in the blood tube were identified. The formations appeared to have been caused by a low flow condition while the pump was operating. However, a specific cause for the low flow event and a specific time period in which the depositions developed could not be conclusively determined. Examination of the outlet stator revealed a thrombus formation. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined, they would have contributed to the report of elevated lactate dehydrogenase levels. Additionally, the outlet stator thrombus would have created additional resistance on the spinning rotor which could have contributed to the reported elevations in pump power, low speed, and pump stoppage events. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient exhibited signs of heart recovery and explantation of the pump was planned. It was reported that on (B)(6) 2017, a brief pump stoppage occurred, but the pump restarted. The pump powers had increased. The patient's lactate dehydrogenase (ldh) level was over 1000 u/l. The patient was administered heparin. It was reported that the pump continued to stop throughout the night of (B)(6) 2017 and was suspected to be clotted. The pump was explanted on (B)(6) 2017.